Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d4, serial#: (B)(4), implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed t-wave oversensing (twos) post sense during an arrhythmia event. The lead remains in use. No patient complications have been reported as a result of this event.